Event description:
User allegedly suffered from second degree burns after applying a cold compress on his shin splits. The injury caused him to be admitted to a hospital, where he was treated for his wound.